Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.

Event description:
A customer's mother reported getting readings of 13.8 mmol/l at 12:11am, 22.1 mmol/l at 12:11am and 8.8 mmol/l at 12:14am on their precision xtra meter that they perceived as erratic, however, the results when plotted on parkes error grid fell into a "b" zone showing a difference in values being clinically insignificant. The customer further reported at 7:30am the customer experienced emesis and a blood glucose reading of 13.9 mmol/l and ketones test result of 5.1 mmol/l were obtained at 7:32am. The customer was reportedly seen in a health carte facility where they were diagnosed with hyperglycemia with diabetic ketoacidosis and "treated for dka" with unspecified medications which were a change to their normal medications. There was no report of death or permanent impairment associated with this medical event.